Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, nose irritation, and skin irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation.

Manufacturer narrative:
H3 other text : the device was evaluated at a third-party service center.